Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial (B)(4), description: linear st lead, 70 cm. Model#: sc-2218-50, serial (B)(4), description: linear st lead, 50 cm. Model#: sc-4316, lot#: 17333109/17528384, description: next generation anchor kit-sterile, the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a recurring infection at the ipg site that was not cleared out from the previous revision (MFR report #: 3006630150-2017-05016). Symptoms were redness and swelling. The patient underwent an explant procedure.